Event description:
The physician prepared a wilson-cook acusnare polypectomy device for use. When the handle was manipulated, the snare would not retract into the outer sheath. This occurred prior to patient contact; there was no injury to the patient.